Manufacturer narrative:
H6: investigation summary: one photo was received by the customer which does not verify the customer complaint that the pump continues to pull from the secondary bag after the 41.6ml has finished. No product was returned by the customer. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported gem 20dp ckv 3ss dehp free had flow issues. The following information was provided by the initial reporter: " there is no pump pause or callback when the partial dose, in this case 41.6ml, is completed and the pump continues to pull from the secondary bag after the 41.6ml has finished until the nurse lowers & clamps the secondary."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported gem 20dp ckv 3ss dehp free had flow issues. The following information was provided by the initial reporter: " there is no pump pause or callback when the partial dose, in this case 41.6ml, is completed and the pump continues to pull from the secondary bag after the 41.6ml has finished until the nurse lowers & clamps the secondary."